Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of the manufacturing records for the monitor did not find any discrepancies. No lot number information for the sensor was provided; therefore, manufacturing records for that device could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed at this time as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Device not available.

Event description:
As reported by the ous affiliate, during use on a patient, an icp express was showing incorrect numbers. It is unclear whether the problem is in the monitor or the cable. It is being sent to (B)(4) to be repaired. There was no report of injury for a patient or delay in treatment.